Event description:
The ge oec 2800 uroview fluoroscopy system had image quality issues when collimation was used in imaging.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that both system monitors had burn-in, recommended replacing both to assure system image quality standards. System was within imaging specifications, except monitor burn-in. No customer disposition on monitor replacement. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would no provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.